Manufacturer narrative:
Terumo has received the actual device for eval and visual inspection noted no anomalies. Performance testing found the device to be operating according to specifications. There may have been clinical conditions that could not be recreated in the laboratory setting. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a concern about the functionality of the duckbill valve. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.